Event description:
It was reported that the camera head exhibited noisy image, and when the power cable was moved, the screen displayed lines. The procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: a3b,d9, g1, g3, h2, h3, h4, h6, h11 based on the results of the investigation the customer's allegation was confirmed. According to the investigation, product analysis confirmed that the image problem was caused by a faulty camera cable. Moreover, the following failures were identified, image break up and cable defective. No other issues were identified. Based on the results of the investigation, a probable root cause is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head exhibited noisy image, and when the power cable was moved, the screen displayed lines. The procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
To date the subject device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.